Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached at the tubing connector and the patient ended up changing it every day. The site location was right side of patient's abdomen and the pump was located at the right side. Moreover, the infusion had been used for one day. Reportedly, the infusions were stored in the room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
On 30-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing detached at the tubing connector and the patient ended up changing it every day. The site location was right side of patient's abdomen and the pump was located at the right side. Moreover, the infusion had been used for one day. Reportedly, the infusions were stored in the room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.